Event description:
It was reported that during the device replacement for normal battery depletion, the left ventricular (lv) lead was to be repositioned due to high pacing thresholds and diaphragmatic stimulation. But no changes were made to the lv lead during the procedure after connection to the new device. A couple days after the implant, an audible alert was heard for low lv impedance of 200 ohms. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 implantable defib lead, (B)(6) 2004; 5076-45 implantable pacing lead, (B)(6) 2002. (B)(4).